Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced infection at the ipg site. The patient was hospitalized for 8 days and was treated with intravenous antibiotics. As of (B)(6) 2016 the patient is having some redness around the wound and is under the physician's observation.